Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.5 diopter flipped during implantation. A backup lens was then implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).